Manufacturer narrative:
Instrument had a clog. A field service representative (fsr) was dispatched to the account. The fsr cleaned the vacuum valves which were clogged/obstructed. As a precaution measure, the fsr also replaced the solenoid valve assembly and the air bubble sensor. The system was verified. A review of the complaint history for the cell-dyn 3200 was performed from the complaint date (2009) until present found no other complaint related to the reported issue. A review of the customer data found the closed mode run with plt = 1448 k/ul had dispersional data alert (underlined result) and rbc morph flag. Both of the runs with normal plt counts of 193 k/ul and 194 k/ul also had rbc morph flags. The cell-dyn 3200 system operator's manual, list number 06h60-01, revision n, page 3-34, suggests the operator to review a stained smear for abnormal rbc or plt morphology when rbc morph flag is present. Page 3-31, the operator manual states: "in cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result." Section 10 of the operator's manual, troubleshooting and diagnostics, also provides troubleshooting steps for imprecise or inaccurate data. If assistance is needed for any technical or operational problems, the customer is instructed to contact the local country service and support center. Based on the investigation, no product issue was identified for the cell-dyn 3200, list number 04h60-01, for the reported issue. No product deficiency/malfunction was identified. This is the final report.

Event description:
The account stated that the cell dyn 3200 sl analyzer generated a platelet (plt) result of 1,448,000/ul with no platelet flag. The sample was repeated in the closed mode with a result of 193,000/ul and in the open mode with a result of 194,000/ul. The elevated result was not reported and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.